Manufacturer narrative:
The system was serviced in the field and failed testing. The image acquisition system (ias) would not initialize upon startup. The s tandalone board kit and fused was replaced which resolved the issue. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis found that the reported allegation was confirmed. Visual inspection showed component r5 was electrically over stressed causing the failure to fully boot. It was unable to be bench tested due to the over stressed component. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000447, serial/lot #: (B)(6); rev. R, ubd: product ID: bi31000156, serial/lot #: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to get the imaging acquisition system (ias) to completely boot up. It was stuck reading "radiation not ready". There was no patient involvement.